Event description:
Caller reported cartridge alarm 20 on november 1, 2025. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue themselves by changing out the cartridge. Cts to replace pump. Customer will continue to use current pump for insulin delivery.